Manufacturer narrative:
(B)(4), the device has not been returned for evaluation. If the device becomes available a follow up will be sent.

Manufacturer narrative:
(B)(4): one (1) device was received for evaluation. The instrument was manufactured in 2011. It was observed that the screw was missing, confirming the reported issue. The screw was not returned with the instrument for evaluation. An examination found that the insulation on the instrument was not the original insulation used during the manufacture of the instrument. The new insulation was is not a carefusion part. A review of the repair records indicates that this instrument had not been previously repaired by carefusion, and was therefore completed by an unauthorized 3rd party vendor. In order to change out the insulation, the tip of the instrument must be removed. This requires removal of the screw that was reported to have fallen out. When the instrument is manufactured by carefusion, the screw is installed and peening of the screw is performed. The screw is peened to prevent it from moving, or backing out. In order to remove the screw, this peening must be broken. Since the screw was not returned, it is unknown if the correct screw was used during the repair. In addition, it is unknown if the screw was installed properly, or if the screw had been peened when reinstalled. The root cause of the reported issue was an unauthorized and improper third party repair of the instrument. A review of the complaints was performed over the last two years. There have been no other reported complaints for this same issue. The reported issue will continue to be trended and evaluated. A review of the device history record (DHR) for the reported lots did not indicate any non-conformity that would have contributed to the reported issue. A negative trend for this issue with this product code had not been observed.

Event description:
Screw fell out screw fell out in patient during procedure and was recovered by surgeon.  No adverse events reported. Per paul jennings screw needs to be replaced and the instrument needs to be reinsulated.  Insulation was done by third party in the past. Additional information (B)(4) 2012: the procedure being performed was lap band, the screw was retrieved and the procedure was continued as planned with no patient injury or medical intervention.